Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator was down and displayed an error message on the screen. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer checked the station and found no problem. The system functioned as intended after the field service engineer troubleshot the device.